Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014 - product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was found to be cracked; there was evidence of moisture ingress with the battery compartment. The battery cap was able to be properly secured to the pump. Leak testing revealed a battery compartment leak. There was no evidence of moisture on the pump¿s internal components. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Event description:
On (b)(60 2014, the reporter contacted animas, alleging moisture ingress within the battery compartment. It was reported there was no evidence of damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.